Event description:
It was reported that a malfunction occurred on the pump with a code of malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump with instructions to call back if future issues arise.